Manufacturer narrative:
(B)(4). Batch # = m5655d. The analysis results showed that the cs40g device was received with the pushrod guide damaged and with the cartridge loaded in the device. The cartridge was received with no staples in the pockets, with the washer uncut, with the drivers exposed and with the knife recess below the cartridge deck. In addition the returned cartridge was noted to have several staples stuck in the washer, it appears possible that excess of pressure was placed on the distal end of the device not allowing the retaining pin to properly assemble becoming misaligned with the anvil causing the staples not to properly form as the knife hit the anvil and not the washer. Also it is possible that this condition caused the damaged to the pushrod guide. Please reference the instructions for use for additional information. No functional test was performed on the device; however the device could be closed and opened without any difficulties. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was the procedure completed? The exact steps to complete the procedure are unknown. Were there any patient consequences as a result of the device being cut out of the patient? There are no known patient consequences. Did the post-op care change for the patient as a result of the device having to be cut out? Post op care changed slightly as the patients anastomosis had to be monitored more closely dues to the incident.

Event description:
It was reported that during a reversal of hartman's procedure, surgeon fired the device. The device would not open and had to be cut out of the patient with tissue still in the jaws. It is unknown what was used to complete the procedure.